Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 554 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that there was pain at the pump site. They were checking the logs and reservoir. A dye study had been performed and it didn¿t show any issues. Additional information was received from a consumer via a manufacturer representative on 2017-jan-19. The patient had noticed increased spasticity as of late as well as some discomfort at their pump pocket site. The patient had been doing well with their therapy, but in the last few weeks his symptoms had been returning. There were no environmental or external factors known at the time of the report. A due study was performed on (B)(6) 2017. According to the hcp, he felt that there could potentially be a kink in the catheter. A neurosurgeon was consulted and the plan was to replace the catheter as soon as possible. The neurosurgeon elected to keep the patient in the hospital for monitoring and to potentially supplement his therapy with oral medication if need be. The patient was taking some oral baclofen. Surgical intervention would take place in the next couple of days (as of (B)(6) 2017) to replace the current catheter with a new one. The patient stated that he felt similar to the way he felt five years ago before his catheter was replaced the first time (see manufacturer report 3004209178-2017-01443) the issue was not resolved at the time of the report and the patient status was alive with no injury. The patient had the medical history of cervical spinal cord injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that pushing the dye was more difficult than the hcp thought it should have been. A dark spot was seen on the catheter, where the hcp thought a kink may have been. The cause of the potential kink and pain at the pump site were undetermined. Prior to the catheter revision, a rotor test was performed and the pump was found to be functioning normally. The entire catheter was replaced during a catheter revision procedure on (B)(6) 2017. Additional information received from a hcp on (B)(6) 2017 reported that the patient's pain at the pump site had seemingly been resolved.